Manufacturer narrative:
(B)(4). Voiding report. Upon reassessment of the reported event, it was determined an MDR should not have been reported as the device is only as associated product. (For your information, medical product: cer bioloxd option hd 28mm, catalog #: 650-1055, lot #: 080530 is the only reportable device in this UK biomet complaint which is reported under: 3002806535-2020-00326).

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, due to the tendency of dislocation or subluxation, revision surgery was performed.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Postal code: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical devices: medical product: cer bioloxd option hd 28mm, catalog #: 650-1055, lot #: 080530. Medical product: liner 20 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells, catalog #: 00632005028, lot #: 62257386. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00326. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, due to the tendency of dislocation or subluxation, a revision surgery was performed. No additional information available.